Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This is 4 of 5 reports being submitted for the same patient (reference 1822565-2017-00390 / 00392, 2648920-2017-00040 / 00041 / 00042).

Event description:
It was reported that the patient experienced pain after receiving a zimmer versys hip replacement system. The patient had a fitmore hip stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain after receiving a zimmer versys hip replacement system. The patient had a fitmore hip stem. It was later reported that the patient died post-implantation from unrelated complications